Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Event description:
The patient was undergoing a coil embolization procedure in the left internal iliac artery (iia) using a pod coil and a lantern delivery microcatheter (lantern). During the procedure, while advancing the pod coil into the lantern, the pod coil unintentionally detached within the microcatheter. The lantern containing the detached pod coil was removed and the detached pod coil was flushed out of the lantern. The procedure was completed using another pod coil and the same lantern. There was no report of an adverse effect to the patient.